Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse  extension set with needleless connector the needle was clogged and caused the syringe pump to alarm. There was no report of patient impact. The following information was provided by the initial reporter: we have been having issues with our lipids ringing off occlusion and not infusing on syringe pumps only with 60 ml syringes.

Manufacturer narrative:
H6: investigation summary: a device history review could not be completed as no batch number was provided. No samples, photos or product information available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time.

Event description:
It was reported while using bd maxzero multi-fuse  extension set with needleless connector the needle was clogged and caused the syringe pump to alarm. There was no report of patient impact. The following information was provided by the initial reporter: we have been having issues with our lipids ringing off occlusion and not infusing on syringe pumps only with 60 ml syringes.